Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit not holding a charge was confirmed. During inspection the scanner was charged to one hundred percent, when the ac adaptor is removed the unit shuts off, the cause of the issue is due to an internal failure in the lithium-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, unit shuts down with 98% battery life.

Event description:
Per tm, unit shuts down with 98% battery life.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit not holding a charge was confirmed. During inspection the scanner was charged to one hundred percent, when the ac adaptor is removed the unit shuts off, the cause of the issue is due to an internal failure in the lithium-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Supplemental will be submitted with evaluation results. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, unit shuts down with 98% battery life.